Manufacturer narrative:
The user facility was contacted regarding the reported "incident". The user facility representative read the description from the or report, which stated "skull clamp used, patient's head slipped, clamp was repositioned, procedure completed. At end of procedure found that hole was put in patient's head". The hospital representative said they probably meant "laceration". A comment stated that the index knob was easily unlocked. The clamp could not be returned to integra for evaluation until the user facility safety committee had reviewed the or report and released the clamp. The device was subsequently returned for evaluation. The returned a-1108 triad skull clamp was cleaned per protocol 1907 and then was functionally tested under pressure. When the clamp was properly positioned, adjusted and locked conditions under which it would "slip" could not be duplicated. The 80# torque knob tested in specification, the ratchet extension arm had no visible cracks, the swivel lock had a little movement when locked, but was not "loose" as suggested by the user facility report, the triad rocker arm passed the "go/nogo" gage and the starburst teeth, although showing some wear, were functional. All other components were functional. The clamp needed only general maintenance and cleaning. A review of the device history record revealed that the device had been returned five times over three and a half years. Slippage was reported prior to this investigation. Two incidents of loose locks were reported. One incident of the lock being too tight was reported, and two incidents of movement while locked were reported. Based upon the reported incident and the evaluation of the returned product, the root cause of the incident could not be determined. During testing, the circumstances of the event could not be reproduced. The skull clamp was cleaned and repaired; then it was inspected to the same criteria as a new clamp, accepted and returned to the user facility.

Event description:
The user facility reported on february 14, 2007, that an incident occurred in 2007, in which a patient's head slipped during a procedure. The clamp was repositioned and the procedure was completed. Afterwards, a scalp laceration was observed.